Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not functioning, was exhibiting high thresholds and was found to have been dispositioned and pulled back. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.